Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed hardware low level failures. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer reported high blood glucose since yesterday and treated with insulin injections. The customer replaced the infusion set but the issue persisted. The customer reported there were no air bubbles or leaks. The customer did not report any alarms other than for high blood glucose. A self test was performed and the insulin pump alarmed hardware low level failures. The self test was performed a second time and passed. The displacement test and high pressure test also passed. The insulin pump will not be returned for analysis.